Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60d reload was received fully fired, with the pan detached from the cartridge. While no conclusion could be reached as to how the pan became dislodged from the reload. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the cartridge pan was left inside the jaws when the cartridge was removed after the firing. Another device was used to complete the case. There were no adverse consequences to the patient.